Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample did not confirm the reported condition of a leak. The root cause of this condition is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter of an interlink secondary set that had a hole in the set in which potassium chloride leaked on the floor when the registered nurse thought the medication was infusing. This reported condition occurred during patient-use on an (B)(6) female. There was no patient inury or medication intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.